Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump had a no disposable pump won't run. Patient not affected. No patient injury. No additional information.

Manufacturer narrative:
Other text: h6: event methods, evaluation, and conclusion codes: updated. No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The investigation determined the most probable cause was the downstream occlusion sensor. However, the reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.